Event description:
While investigating complaint samples for a non-reportable issue, baxter's failure analysis lab reported multiple transfer sets with broken occluder feet. No pt injury or medical intervention was reported at time of initial report.